Manufacturer narrative:
The incident sample was tested and to be non-functional in both the cut and coag modes; the customers report of "spontaneous power increase" was not duplicated. The internal switching mechanism was examined and discoloration and corrosion was found. Clarification of the reprocessing instructions has taken place to improve the reliability of the pencil.

Event description:
The pencil, after sterilization , acts like a "power pencil" causing spontaneous power increase at the moment of connection.